Manufacturer narrative:
Other text: b5) customer provided additional information that there was no incident with any specific patient, and no one was harmed. No further or more specific information is available.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection of the device found to have contamination found on plunger head. Upon review of the event history log, positive supply bgnd test was found. Device was then powered on, confirming the reported customer complaint. This was found to be a result of the main board, and the problem source determined to be user interface. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump.

Event description:
Information was received that pump is giving error code "new mainboard." No adverse effects reported.

Manufacturer narrative:
Corrected data: g4) follow up report 001 was submitted with an incorrect aware date. The correct date is 11 feb, 2021.